Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems of "dimming during the procedure to the point where the end user could not see anything and the unit was failing to recognize scopes" could not be confirmed. However; the evaluation found the scope mechanism did not lock in place. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the light was dimming during the procedure to the point where the end user could not see anything and the unit was failing to recognize scopes. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The procedure was completed with another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the light was not properly sent to the endoscope, resulting in a dark image, due to the scope not locking properly. Olympus will continue to monitor field performance for this device.